Manufacturer narrative:
(B)(6) 2019 - we were notified that during a revision this lead was reattached to the heart and the device and is actively implanted again with no issues. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was turned off due to dislodgement. No replacement at this time. Lead remains implanted, but not active. Should additional information become available, this file will be updated.